Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). The initial result at 11:40 a.m. Was 6.0 inr. The result at 11:44 a.m. Using blood from the same puncture site was 5.0 inr. The patient was tested again at 11:47 a.m. Using a different finger and the result was 4.0 inr. The result at 11:51 a.m. Using blood from the same puncture site was 4.9 inr. A different finger should be used when re-testing. Product labeling states: "if you need to repeat a test, use a new lancet, a new test strip, and a different finger." And "never add more blood to the test strip after the test has begun or perform another test using the same fingerstick." The patient had a result of 2.4 inr on a different meter "several days later." The patient¿s therapeutic range is 2 ¿ 3 inr.